Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a lap cholecystectomy procedure, the device was making a popping noise when fired, and then on the third firing, the clip was malformed, when firing on the cystic duct. The customer used another like device to complete the case with no pt consequence.